Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump piston was not going back. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported that the insulin pump was showing that there was a reservoir inside the insulin pump even though there was not. Customer reported that the displacement verification test was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with a drive count alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count alarms.